Manufacturer narrative:
New information: this is a follow up to report the string missing malfunction and to add adverse event to consumer reported the string was missing and she had to seek medical assistance for removal of the tampon. Due to seeking medical assistance for removal of tampon, this has become an adverse event, serious injury along with the malfunction.

Event description:
This is a follow up to report the string missing malfunction and to add adverse event. Consumer reported the string was missing and she had to seek medical assistance for removal of the tampon. Due to seeking medical assistance for removal of tampon, this has become an adverse event, serious injury along with the malfunction.

Event description:
This is a follow-up report to include the new information which turned the malfunction report into a reportable adverse event. Consumer reported a tampon fell apart and a piece attached to her iud. During a physical exam, her obgyn noticed a portion of the tampon was tangled in her iud. The doctor removed the pieces of tampon from the iud without removing the iud and she was tested for infection. The test came back negative. She then became pregnant and believed the pregnancy was caused by her iud becoming unbalanced after her doctor removed the piece of tampon that was entangled in it and the iud then became lodged in her cervix. She returned to her obgyn where she had an ultrasound and no fetal heartbeat was found. The doctor suspected a miscarriage, and afterward the consumer had a miscarriage at home. Consumer is doing fine and had a follow up appointment scheduled with her obgyn.

Manufacturer narrative:
Corrected information: product problem (remove adverse event). This is follow-up 2 report to remove adverse event. The medical records in follow-up 1 confirmed that a tampon piece was removed from the vagina. No diagnosis of pelvic inflammatory disease (pid) nor toxic shock syndrome (tss) was recorded in the document. Based on this information this complaint is no longer considered an adverse event.

Event description:
This is follow-up 2 report to remove adverse event. The medical records in follow-up 1 confirmed that a tampon piece was removed from the vagina. No diagnosis of pelvic inflammatory disease (pid) nor toxic shock syndrome (tss) was recorded in the document. Based on this information this complaint is no longer considered an adverse event.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the issue.

Event description:
Consumer reported that a tampon fell apart and pieces remained inside. She sought medical assistance for removal of the tampon piece.